Event description:
Boston scientific received info that this right atrial (ra) lead had previously been programmed off due to phrenic nerve stimulation. Add'l info was received from the boston scientific field rep stating that the physician noted the ra lead was dislodged. A lead revision procedure was performed, and on fluoroscopy it was seen that the ra lead had dislodged into the right ventricle and was resting near the phrenic nerve. Due to the pt's anatomy, the physician explanted this lead and implanted a different model ra lead. The lead will not be returned for analysis as it was sent to the hosp pathology lab per hosp policy. No add'l adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.